Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump experienced pump error during normal use. The issue was previously reported but has reoccurred. The blood glucose level at the time of the incident was 15.5 mmol/l . The customer's parent was advised that the insulin pump would be replaced. The product will be returned for analysis

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarms noted during testing or in the pump trace download.